Manufacturer narrative:
(B)(4). Batch #: t5d705. (B)(4). Investigation summary: a photo along with the device was returned for evaluation. Upon visual inspection of one photo, the following was observed: the photo shows a gold reload with a tyvek from top view and the reload can be seen partially fired. The tyvek belongs to product code gst60d, lot # t40p6t, exp. Date: 2022-06-30. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload was received. The reload was received partially fired 1/16 and with damage on reload deck and sled in a home position. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that when the stapler- gst60d was fired with plee60a gun the stapler fired 5-6 stapler then the firing stop and the cartridge did not fire completely. The surgeon managed with knife reverse button and open the jaw. After that he loaded new cartridge and completed the procedure. Surgery was delayed 10 minutes.